Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported on 13 march 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. The patient had a pre-existing left bundle branch block (lbbb). The length of the membranous septum was 5mm. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc). Post-implant the patient went into complete heart block. A temporary pacemaker was placed. Several hours post-procedure a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.